Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients were not appearing in pyxis at the time of admission. Ed staff reported on multiple occasions that patients admitted to the ed were not available for medication dispensing. In all instances, temporary patient profiles were created, and medication overrides were used. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.